Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the new device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening side assessed as surgical damage like and cracked valve seat diaphragm valve. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.